Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2014. Inratio: 4.7. Lab: 10.0. Therapeutic range: 2.0-3.0. Time between tests: within 5 minutes.

Manufacturer narrative:
The product associated with the complaint was returned for investigation. The complaint was not confirmed during in-house investigation. Investigation of the returned meter using return strips did not uncover any deficiencies. The meter continues to meet specification and no product deficiencies were observed. The customer reported a hematocrit of 28.1%. Be advised, a hematocrit that is higher (above 55%) or lower (below 30%) than the validated operating range of inratio systems can cause an inaccurate result or testing errors. The customer's blood sample may have interfered with the coagulation test and cannot be ruled out as a possible root cause for the unexpected results. The manufacturing records for the lot were reviewed. The lot met specifications and no non-conformances were documented. No further investigation will be pursued at this time. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.